Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer stated that she had low blood glucose readings and blacked out. The customer stated that in the middle of the night, she had low blood glucose readings and her husband treated her. The customer stated that she had 3 episodes "like seizures" and her husband took her to the hospital. The customer was diagnosed with hypoglycemia. The hospital treated the customer with a shot. The customer stated that her blood glucose went up to 300-400 mg/dl and she went to see her endocrinologist. The customer was not able to troubleshoot during the time of call. The customer was advised to call back to troubleshoot.